Event description:
Powerwand was selected to be placed in a child. Patient's primary rn able to access right away in left upper extremity vein. A good blood flash obtained and the guide wire deployed. Guide wire advanced easily, but when rn tried to advance the catheter it would only go a little bit. Rn tried to pull out the guide wire to reset, but it would not come out. Rn decided to pull both the catheter and guide wire out. Rn noticed that the catheter tip and the guide wire was bent. There was no harm to the patient. Rn had previous experience with placement of powerwands with other patients and this is the first time that she has experienced this type of incident.